Manufacturer narrative:
Zimvie did not receive one (1) tsvt6b10, (imp,tsv,6.0,10,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 63464718. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63464718 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H3 other text : device was not returned.

Event description:
It was reported that the implant at tooth site #19 fractured and was removed. Implant placed on missing tooth site #19 on (B)(6) 2018. Patient returns for check on (B)(6) 2018 -- implant was stable and integrated. On (B)(6) 2023 patient complains of loose crown. The periapical radiograph revealed an apparent distal flange fracture. Implant was removed on (B)(6) 2023. Patient will return for new implant in 4-6 months. Event date updated to apr 5, 2023. Implant removal date (B)(6) 2023.

Manufacturer narrative:
Zimvie received one (1) tsvt6b10, (imp,tsv,6.0,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant has signs of use, bone was attached to external threads. The implant showed evidence of being trephined when removed and a fractured collar was identified. DHR review was completed for the subject lot number 63464718. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63464718 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur the implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvt6b10, (imp,tsv,6.0,10,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 63464718. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63464718 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
It was reported that the implant at tooth site #19 fractured at the platform and will need to be removed in the near future.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: k101880.